Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the open procedure, the suture broke upon as it was being pulled. A thicker suture was used to complete the procedure. There was no patient injury.